Event description:
Pt developed a hematoma/edma over the left frontal pin site requiring compression. Although the procedure was aborted, swelling continued post discharge extending to the eyelid requiring pt to seek hospital work-up including a cat scan of the head and ophthalmic evaluation. It is the expectation of the treating physician, this pt will experience a full recovery. Head ring screws used during the event included (dhrss5) and (dhrsl5). Head ring screws were not available for evaluation, as they were disposed of by reporting facility post procedure.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.